Manufacturer narrative:
(B)(4). Batch number: p56u46. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a cartridge reload loaded on the device. The cartridge was received unfired. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that it went fine with first three reloads and when 4th reload was inserted, the jaws were closed, but firing section was not processed, since there was no power (battery). It happened after first hour of procedure. They are constant users of pvs, so dr. (B)(6) and the rest of the team are well educated about the proper use of the instrument. They had to replace the instrument with the new one.

Manufacturer narrative:
(B)(4). Investigation summary: additional device analysis was performed. It was noted that the drive bar is returned to a position that is further proximal than normal. The unclamp lockout component is "bottomed" against the bulkhead component pf the pcb assembly. Upon further investigation, pcba switch 5, the motor direction switch was checked with a multi meter this switch was found to be intermittently faulty. This would explain with the firing mechanism "over returned". The switch was c.t scanned. The c.t. Scan was not conclusive. Th switch was disassembled and found to have a damaged "spring plate". Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.